Event description:
The customer reported that the battery leds indicated a full charge, but the device shut down upon charging to 150 joules.

Manufacturer narrative:
The factory has not yet received the device for eval, and this complaint is still under investigation.